Manufacturer narrative:
Tracking #.50848. Based upon inquiry info rec'd, visual examination and functional test. No conclusion cound be reached as to how the reported event occurred. The instrument was cycled and fired 25 stpales well formed, no anomalies could be identified during testing.

Event description:
It was reported that the ems was used during a hernia repair procedure. It was reported by the affiliate that the device malfunctioned (no details). There was no consequence to the pt. 3/27/98 add'l info received from affiliate. A second device was used to complete the case.